Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) (B)(4). Product not yet returned for evaluation.

Event description:
Customer complains of hi results. Customer states she does not feel well and she will seek medical attention. Customer obtained hi on (B)(6) 2015 at 07:48:00 pm fasting.